Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united staes. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025. The event occurred 3 or more hours after insertion. The insertion site was abdomen.the infusion set was in use for 10-14 hours.the patient's blood glucose (bg) level rose, with the monitoring device simply displaying 'high' rather than a specific value. To manage hyperglycemia, the patient resorted by correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.